Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the device damage allegation was confirmed based on observation of a lead being severed 24.5 cm from terminal end. The high threshold allegation was not confirmed based on normal segment resistance measurements and inspection that showed no conductor fractures. The unintended use error caused or contributed to event was selected based on the observation of induced damage during returned product analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited a rise in capture thresholds shortly after implant. The patient underwent a surgical intervention to revise the lead but the lead was cut while opening the pocket. The lead was explanted and a new product implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited a rise in capture thresholds shortly after implant. The patient underwent a surgical intervention to revise the lead but the lead was cut while opening the pocket. The lead was explanted and a new product implanted. No additional adverse patient effects were reported.